Manufacturer narrative:
It is now reported that the revision was performed under a general anaesthetic.

Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient underwent skin flap revision surgery (date not reported).